Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was having issues with key combo for lorazepam 1mg vial when trying to dispense item. The technical support specialist (tss) found that zones 1 and 2 were not enabled, which prevented the removal of the key required to dispense the item. A technical support specialist enabled the necessary zones, allowing the key to be removed and restoring normal dispensing functionality to resolve the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the key combo was not working. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.